Event description:
A (B)(6) male patient's son contacted zoll customer support to report charger faults. The patient was issued a replacement charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (charge faults) was confirmed. Upon evaluation, the q1 transistor was shorted on the bedside board. The cause of the charger faults is the shorted component. The root cause of the shorted components cannot be positively identified. No adverse event resulted from the shorted transistor. The patient received a replacement charger/modem.